Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a follow up appointment, auditory nerve responses were not able to be seen on channels 8-12 although this was seen intra-operatively on channels 11-12. In situ measurements were normal. An x-ray showed a slight winding of channels 8-10 so channel 9 has been disabled. The response from the patient is good. Therefore, no surgery is planned at this time.

Manufacturer narrative:
Conclusion: based on the received information, the active electrode array seems to be partially in the semicircular canal (channels 8, 9 and 10). However, this is anatomically not possible and instead an inappropriate placement (i.e. Kink of the array) is more likely, as only a 360_ insertion is visible in the x-ray images. Reportedly, the patient has benefit with nine viable electrode channels, therefore the device remains implanted and in use. This is a final report.

Event description:
During a follow up appointment, art responses were not able to be seen on channels 8-12 although it was seen intra-operatively on channels 11-12. The case is stable and the clinic are not planning intervention at this time as the patient still shows good responses to sound. The patient has 9 active channels and will be followed up.